Event description:
Capture-r ready screen detected a known anti-fyb in a patient sample, but capture-r ready-ID testing was negative.

Manufacturer narrative:
The customer's returned sample was tested with capture-r-ready ID lot id083. The returned sample reacted positively.the sample reacted with cell 1,2,5,8, and 11; these cells are fy(b) positive. The sample did not react with cell 6, this cell is also fy(b) positive but it is marked as weak in the insert.